Event description:
User facility report #(B)(4) states, the femoral canal was being reamed with a size 5 broach when the doctor was not able to extract the broach. The doctor reported that after multiple attempts at extraction with back slapping with a mallet, a bur was used to go circumferentially proximally to make sure there were no hang ups and none were found. A very thin osteotome was then placed anterior posteriorly. Again the trial could not be extracted. After multiple attempts and with different broach handles, the broach stud on the #5 broach broke off and the broach handle could not be used to grasp the broach. It was determined that the broach could only be removed distally. It took approximately an additional 2 1/2 hours to remove the stuck broach (osteotomy was performed).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
Examination of the returned instrument confirms a fracture of the post feature. A complaint database search finds no other reports against this product/lot combination, manufactured in april 2009. Only one additional report is found against this product code for any reason. Wear through repeated use and use error is both suspected as contributing factors. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information has been obtained. Based on the investigation the need for corrective is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.